Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400507962. One (1) photo and one used sample without packaging was provided for evaluation. Visual evaluation was performed on set and photograph, contaminant (hair) was located in bag with sample. Based on sample returned from customer the incident reported was confirmed. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the clinician observed hair on the distal end of bag spike when going to spike bag for therapy. No injury reported. It should be noted that two potential lot number were provided: lot #0061752807 & 0061758071. Lot number 0061752807: expiry date: 09/30/2025; production date: 10/12/2020. Lot number 0061758071: expiry date: 11/30/2025; production date: 12/08/2020.